Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Time of recommended replacement time (rrt), (B)(4) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) indicated recommended replacement time (rrt) prior to use. The device had been stored in a climate controlled environment and experienced unexpected longevity as it had not been used or interrogated. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Pal analysis confirmed the low battery voltage and the nominal system current drain. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. Further destructive analysis of the battery, no evidence of an internal short was found. Inspection on internal battery components found no anomalies to account for device low voltage alerts prior to implant. There was no significant, localized li discharge along the edges and uniform li depletion was found across all anode segments. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing.